Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbat. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot or charge as the device will not turn on. The patient's complaint was undetermined because the device would not turn on and therefore could not be tested. Log was reviewed and no errors were observed. The reported event of an error icon display was undetermined. A root cause could not be determined.